Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Subsequently, the pump shut down. Additionally, the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.